Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt in cardiac arrest the electrode pads were opened and a wire was pulled from the pad. Complainant indicated that the clinician obtained another set of electrodes to continue treating the pt. Please reference MDR 1220908-2012-01255 for the report with the second set of electrodes. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.